Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported while increasing the volume from 3.5 liter to 4 liter, the roller pump began to jerk while the speed potentiometer was being turned. Once the user let go of the potentiometer, the jerky motion would stop. The jerky motion would continue if the user touched the potentiometer. The procedure was concluded with the subject device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.